Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 24 cm distal to the is-1 connector pin. Furthermore, abrasion marks along the lead body were observed. In particular, approx. 18 cm and 19.5 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. In this region the coating of the conductor cable to the shock coil was damaged. These findings can be considered as the root cause of the clinical observations. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as a generator housing. Diagnostic images clarifying this assumption were not available. Furthermore, cuts in the insulation were observed which occurred most likely during the extraction procedure. Blood penetrated the lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 54 months it was reported, that shock impedence measurements out of range (<25 ohm) were detected via home monitoring. During an in-office visit, this observation could be confirmed. For this reason, the lead was explanted and replaced.